Manufacturer narrative:
Failure analysis noted that the pump had no blank display. The pump had missing segments due to cracked and bleeding lcd glass. The pump had scratched display window and cracked reservoir tube lip. They were unable to perform the displacement test due to cracked and bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 168mg/dl. The customer stated that the pump was dropped on a tile floor and there was a purple streak on the display. The customer could not get the pump to boot up. The customer used (B)(6) batteries. Troubleshooting was not able to resolve the issue. The display returned but only partial display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.